Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated as located in the moderately tortuous, non-calcified and 99% stenotic proximal left circumflex artery. The physician first completed an ablation with a rotalink and then deployed a 3.0x20mm liberte stent. Then the physician advanced the 3.0x15mm quantum maverick balloon to the stent to post dilate. The balloon was inflated to 18atms for about five seconds on the first inflation and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a different device. Patient status is reported as "good".